Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 542 mg/dl. The customer stated that he changed his set the night before and the cannula might be bent. The customer inquired if he could change the infusion set only and keep using the current reservoir. The customer was advised to change the infusion set only. The customer could not find his infusion sets and stated he would revert to manual injections. The insulin pump will not be returned for analysis.